Event description:
Despite multiple bolus attempts, pt's blood glucose (bg) ranged from 423 mg/dl to 500 mg/dl for about 4 hours. During that time period, a total of 20.35 units of insulin was administered. She is in the hospital due to high bgs. No add'l info was provided. The pod was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeout, no rotational sensor error, and no occlusion. The piezo was found capable of emitting an audible alarm. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion as fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the pt's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.